Event description:
Additional information was received from the surgeon. The phaco burn occured after hydrodissection at the point where the surgeon wanted to enter the anterior chamber using water insertion. The main incision turned white as result of the event and wrinkles appeared on the rest of the cornea. The wrinkles were due to the coagulated tissue around the main incision. During the event, the small pieces of white material were collected in the tip around the metal. After changing the tip the same thing happened. The patient complained about heat sensation despite the retrobulbar anesthesia. Per the reporter, after the surgery a small amount of cataract may have remained under the coagulated cornea. The intraocular lens (iol) was implanted in the sac. Cefuroxime was intracamerally injected.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon. The handpiece occluded and occlusion tones were noted during the event. The patient had cortex burn on top chamber and the white strings were in the anterior chamber. The patient was hospitalized as result of the event and had corneal transplant on an unknown date. There was not any anterior chamber shallow/collapse. The patient had postoperative astigmatism and positive seidel despite sutures.

Manufacturer narrative:
Sample received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A physician reported that the handpiece heated during a cataract surgery. Due to the event the patient had phaco burn. Per the surgeon, the cornea got all white with only a little part of it left to see through. The surgeon saw some kind of small pieces of white material floating around. The affected eye was the left eye (os). The event occurred after the rhexis was finished, as soon as the surgeon entered the handpiece in the eye. The ultrasounds had not yet started. The patient had wound leakage due to the phaco burn and the suture was needed. The patient's iris also moved towards the wound. The patient will have corneal transplant due to the event. The patient said that she experienced heat during the procedure. The staff changed the viscoelastic, the handpiece, the tip and the sleeve and the surgery was completed without further issue. The patient was prescribed with anti-inflammatories: ketorolac tromethamine (1 drop 3 times a day) and dexamethasone (1 drop 6 times a day). Additional information has been requested but not received to date.

Manufacturer narrative:
A clinical analyst reviewed this file. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The handpiece was returned for evaluation. The product met specifications at the time of release. A visual assessment of the returned sample found no visual defects. Full functional testing was performed on the returned handpiece. The handpiece was tested for ground resistance in which it met specifications. The handpiece was then connected to a calibrated system here, in which the reported event of a system message was unable to be confirmed. The handpiece was then tested for torsional and ultrasound stroke testing in which it also met per specifications. The handpiece was found to meet specifications. The customer returned two infusion sleeves. The returned infusion sleeves were visually inspected and it was found that on one infusion sleeve it had a hole in the shaft of the infusion sleeve. The damage appears to have what resembles phaco tip piercing damage at the center section of the shaft. The other sleeve met all specifications. The cassette was tested with the returned tip and the cassette passed priming; however, the sample did not pass tuning. The tip was replaced with a lab stock tip and passed all functional testing. One phaco tip was returned. The final lot was identified. A device history record review for the final customer lot was conducted. According to the device history record review, the lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. A visual inspection of the phaco tip received was performed at 30x magnification. A film of what appeared to be surgical material is present lining the inside of the distal inside diameter. There is wear on the back of the flange and threads. A wire was inserted into the back of the inside diameter and it did not pass through the phaco tip as the inside diameter is occluded at the bend location. The material is solid, so it could not be extracted for analysis. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(6), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A potential root cause of the customer¿s complaint could be related to user handling during set-up. The marks on the sleeve have what resembles phaco tip damage; when the sleeve was installed over the phaco tip and the tip pierces the sleeve. However, since two sleeves were returned we are unable to determine which sleeve was used at time of the burn. The complaint does confirm the phaco tip is occluded. The root cause of this occlusion cannot be determined from this evaluation, but based on the visual inspection does not appear to be related to the manufacturing process. The material is most likely surgical material. (B)(4).